Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device stopped ventilating oxygen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included burn-in (for 12 hours), input, and output testing without any interruption of the oxygen. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating oxygen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.